Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The target lesion was located in the left circumflex coronary artery (lcx). A 2.25x16 promus element stent delivery system (sds) was advanced to the lcx; however the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another device. No patient complications were reported and the patient's condition is stable. However, returned product analysis revealed stent dislodgment.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was detached. Crimp marks were visible on the balloon, indicating the stent was crimped per procedure. The stent was not returned. The tip was slightly kinked and flared. No issues were noted with the balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).